Manufacturer narrative:
The reported h6 code of e2402 represents the event of death.

Event description:
Additionally reported in the article was "one death of disease among respondents." The cause of death was not reported.

Manufacturer narrative:
Article citation: tesfaye, eliora a., et al. ¿financial toxicity in breast implant¿associated anaplastic large cell lymphoma.¿ annals of plastic surgery, 2023, https://doi.org/10.1097/sap.0000000000003720. The events of "bi-alcl, infection, and capsular contracture" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: bi-alcl, capsular contracture, rupture, and infection.

Event description:
Via article, "financial toxicity in breast implant¿associated anaplastic large cell lymphoma," it was reported 32 patient confirmed bia-alcl. Additionally, capsular contracture (baker grade unknown), infection, and rupture were reported. Treatment included surgery, adjuvant chemotherapy, radiation therapy, and stem cell transplantation. Specifically, all patients underwent surgery, while 9 (28%) received adjuvant chemotherapy, 2 (6%) received radiation therapy, and 2 (6%) received stem cell transplantation. Histopathological markers were not reported.